Event description:
The adverse events were reported to merz by a patient. She stated she developed granuloma on her chin about one year post-radiesse injections. The granuloma was excised without a scar from the inside of her mouth. A second granuloma, far larger grew back very quickly. Patient's doctor was unable to excise from the inside and the scarring developed that required steroid shots periodically along with antibiotics for the inflammation. Per the patient, in the last two months a new granuloma has emerged in her cheek area, an area that would leave a more highly visible scar, and then the resulting scar tissue. The patient is planning to see a dermatological cosmetic surgeon for this.

Manufacturer narrative:
The events of multiple granulomas and excisions/antibiotics were not medically confirmed.